Event description:
It was reported that customer's insulin pump had liquid inside the pump. Customer is not aware of how the liquid got inside the insulin pump. Customer was advised the device needs to be replaced. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.